Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device episodes of over-sensing, artefact in all channels, increasing shock impedance, and intermittent under-sensing, a request was made to have data from this device analyzed. Rhythmcare advised artefact in all channels is suspected to be electrical interference, related to the af- ablation procedure occurring at the same time. Rhythmcare provided recommendations to monitor the patient closely.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.